Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the colonovideoscope triggers an error e227 (scope communication error/dsp initialization). The issue was found during inspection for use. There were no reports of patient harm.